Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative inspected the cables, and checked the power supply. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a file system error message upon boot up. No pt injury was reported.